Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving clonidine 105.4 mcg/ml; 35.14 mcg/day, baclofen 1052.7 mcg/ml; 350.9 mcg/day and dilaudid 14.0 mg/ml; 4.667 mg/day via an implantable pump. Indication for use was intractable spasticity and post spinal cord injury. The date of the event was (B)(6) 2017. It was reported the pump was flipped. Both lateral and anterior posterior view x-rays confirmed the pump was flipped. It was unknown if there was a suture/securing issue. The patient was "a bit obese" in the abdomen and wheelchair bound. No further complications were reported.